Event description:
Gyrus handpiece not working in the generator. A new handpiece was obtained and also not working. A second generator was brought into the room and the handpiece was still not working. Two handpieces and two generators were tried and the handpieces were determined to be non-functional.